Event description:
This device was improperly placed within a hypotympanic air cell. The pt had no response at switch-on. Improper placement was confirmed by CT scan. The pt was explanted and successfully reimplanted.